Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76-year-old male patient was scheduled for elective coronary artery bypass surgery (CABG) plus valve replacement. He was implanted with an impella 5.5. Post operatively, he was found to have a non-hemorrhagic cerebral vascular accident (cva). Anticoagulation was held. Continuous renal replacement therapy (crrt) was started. The patient did not progress and care was withdrawn on (B)(6) 2025.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further detail regarding sequence of events and clinical course. Additional codes were added in h6 (health effect-impact code and health effect-clinical code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The cva event was a non-operative, non-recoverable event with no intervention. Pt was diagnosed with a cerebral ischemic event. Patient was taken off support/expired on (B)(6) 2025. Device was not saved for return, or the appropriate regional contact. Pt underwent elective CABG and mitral valve procedure with planned direct aortic impella 5.5 placement. Initial 5.5 placement was successful, without event. While pt was in postop ICU care immediately after weaning from sedation, right sided deficit was noted. Follow up cta noted cva stroke. Pt never regained consciousness postoperatively.

Manufacturer narrative:
Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.